Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise. Pacing impedance measurements were stable in the 400 ohm range. A small amount of noise was able to be recreated in clinic. The physician believed the noise may be due to electromagnetic interference (emi). A possible insulation breach was also discussed. No reprogramming options were available. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).